Manufacturer narrative:
This report is to retract report MFR 2017865-2021-02302 submitted on 18 jan 2021. This report was erroneously submitted.  This is a not a reportable event.   All previously submitted information should be corrected to not applicable and null fields.

Event description:
It was reported that the pacemaker was unable to interrogate prior to procedure. The device was not used and was replaced with a new device. No patient was involved.

Manufacturer narrative:
The previously submitted correction submitted on 20 jan 2021 stating MFR # 2017865-2021-02302 was not reportable was sent erroneously. This product is reportable for the reported event of failure to interrogate mentioned in the initial report submitted on 18 jan 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that the pacemaker was unable to be interrogated. Further information was requested however, was not provided.